Event description:
The physician intended to implant a 4.5mm diameter x 09mm length driver sprint bare metal coronary stent to treat a stenotic lesionin the rca. The target lesion was located in a non-tortuous vessel with a little calcification and was reported to be pre-dilated. The stent was positioned and inflated for approximately 5 seconds, however it was reported that the ¿stent wasn¿t able to keep the pressure¿. It was reported that there was leakage of contrast noticed from the balloon or shaft of the device. Several attempts were required to successfully deploy the stent. The device had been inspected prior to use with no abnormalities noted, however negative preparation was not performed on the device prior to use. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Results: (based on limited information, the root cause of reported event undetermined). No results available since no evaluation performed (device or procedural images not provided for review). Conclusion: unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
Evaluation: results: component/subassembly failure- (balloon). Conclusion: device failure directly contributed to event.

Event description:
Device evaluation: the device was returned to the manufacturing facility for evaluation. The distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. On removal the residue had dispersed, negative purge was performed and a continuous stream of bubbles was seen to enter the syringe confirming the presence of a leak. On pressurization of the device a leak was detected on the proximal balloon cone. Visual inspection confirmed the presence of a short tear on the proximal and a lead in scratch on the proximal cone.

Manufacturer narrative:
Evaluation codes: results: related to operational context (the root cause was most likely procedural related). Evaluation codes: conclusion: operational context contributed to event (the root cause was most likely procedural related).